Manufacturer narrative:
(B)(4). The lot was manufactured march 14, 2014 to march 17, 2014. The affected device was received for evaluation. Visual inspection of the device did not identify any evidence that could have contributed to the reported condition. The tubing was found clipped inside the tubing slot of the coil cap. Both the fill-port and blue winged luer caps were found attached to the unit. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem described as the device missing either its blue tip or its top tip. This was found before use. There was no patient involvement. No additional information is available at this time. This report is 6 of 7.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.